Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that while having an EKG, the pacemaker was pacing below the programmed rate of 60. Additional information has been requested and not yet received. The pacemaker remains in use. No patient complications have been reported as a result of this event.